Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right master tool manipulators (mtm) on the surgeon side console (ssc) due to the reported issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to reproduce the reported complaint during visual inspection. The grip lever magnet was detached from the grip lever. The root cause of the failure was attributed to mechanical defect with root cause of a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted to a back-up system component. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the surgeon's right hand was not responding to follow on matching grip (fomg) by pinch or roll. Prior to calling technical support, the staff had power cycled the system as well as replaced the drape and instrument with no change. The caller was not able to fomg on usm3 or usm4. No related errors were identified in the logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller if another surgeon side console (ssc) was available to bring in for use, and the caller confirmed that one was available. The system was then powered down, and the original ssc was brought in instead. The surgeon was then able to proceed with the case. There was no reported injury to the patient. Isi has been made multiple follow-up attempts to gather additional information about the complaint, but was not successful.